Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s revocation of asr exemption #e1999017.

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6)-year-old female patient who underwent breast augmentation surgery with a 400cc mentor memorygel breast implant experienced bilateral rupture and capsular contracture baker grade unknown post procedure. As a result, patient had undergone bilateral removal on (B)(6) 2016. This report is for the right sided device.

Manufacturer narrative:
The investigation of the photo of the device was completed by the failure analysis lab on 10/17/2019. Device evaluation summary:. According to the information received, it was reported a patient experienced bilateral rupture in a breast implant and developed bilateral capsular contracture associated with breast implant. During evaluation of the sample, it was observed two (2) creases in the anterior view and one extended to the posterior aspect. At the end of a crease in the anterior aspect, an area of shell abrasion and a tear measuring approximately 0.4 cm were noted. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).